Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) were consulted and confirmed this observation. A ts consultant discussed that the power consumption is increasing in a gradual fashion. It was recommended to replace this device within 90 days or to have the battery status reevaluated in 90 days' time. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) were consulted and confirmed this observation. A ts consultant discussed that the power consumption is increasing in a gradual fashion. It was recommended to replace this device within 90 days or to have the battery status reevaluated in 90 days' time. This device currently remains implanted and in service. No adverse patient effects were reported. New information was received which indicated this device was explanted and replaced. No additional adverse patient effects were reported. It is unknown if this device will be returned.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. The device's battery was found to contain an electrical short due to excess cathode material which is most likely introduced as a deficiency in the manufacturing process.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) were consulted and confirmed this observation. A ts consultant discussed that the power consumption is increasing in a gradual fashion. It was recommended to replace this device within 90 days or to have the battery status reevaluated in 90 days' time. The device was subsequently explanted, replaced, and received for analysis. The product investigation is currently ongoing.